Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025. On (B)(6) 2025, the consumer began experiencing symptoms including inflammation, discoloration, itching, and a burning sensation at the insertion site. An abscess (infection) subsequently developed at the puncture location. The consumer responded ¿yes¿ to the harm-related question in the chat. He later consulted a healthcare professional (hcp), who prescribed ceftin (oral antibiotic). Treatment commenced on (B)(6) 2025. No additional consumer or event details were available at the time of reporting. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).